Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted log files identified transient pump stops and confirmed the report of a pump off/low flow alarm. Based on previous complaint history, these findings appear consistent with electrostatic discharge (esd) events. The account communicated that the patient had a pump off/low flow alarm but did not remember hearing an alarm. The submitted controller event log file captured a total of 7 transient pump stops, which occurred on (B)(6) 2019 at 12:59:08 am, on (B)(6) 2019 at 12:58:02 pm and 05:13:18 pm, on (B)(6) 2019 at 12:17:13 am, on (B)(6) 2019 at 01:03:20 am, and on (B)(6) 2019 at 09:02:02 am and 12:23:37 pm. The majority of these pump stops lasted between approximately 3 and 4 seconds in duration and did not result in any alarms; however, the pump stop occurring on (B)(6) 2019 at 12:23:37 pm lasted approximately 7 seconds. This pump stop resulted in lvad off, low flow, and low speed advisory alarms, which lasted approximately 2 seconds in duration. The pump appeared to ramp up to the set speed without issue following these events. It was reported that the cause of the pump off alarm was presumed to be static electricity, and there were no symptoms experienced or treatment administered. It was noted that the patient was sleeping on an air mattress and generally stays connected to the mpu during the day. The patient and a family member were re-educated to avoid staying on the mpu and to limit static electricity exposure. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. The heartmate 3 lvas IFU and patient handbook provide information regarding electrostatic discharge and warn to avoid activities that could create static electricity. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received on (B)(6) 2020. It was reported by vad coordinator that the cause for the pump off was presumed to be static electricity. There was no symptoms or treatment done. The patient and his family were re-educated on not staying on the mobile power unit and also limited static electricity exposure (was sleeping on an air mattress). No further information was provided.

Manufacturer narrative:
Section b5: additional information.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient came in for a routine follow up. She had one pump off/low flow alarm 5 days ago and did not remember hearing an alarm. She generally stayed connected mobile power unit (mpu) during the day. The log file analysis showed multiple pump stops which were mostly due to electrostatic discharge (esd) events except for one pump stop on (B)(6) 2019 that lasted for 7 seconds and was likely the only one that triggered an alarm. The pump was designed to automatically reset when subjected to a high static discharge event. The pump did restart promptly as designed and functioned as intended during these events. The stops all occurred while the patient was connected to the mpu. The remainder of the log file was unremarkable. No further information was provided.